Event description:
Philips received information from a customer site that it is almost impossible to move the stretcher manually, that sometimes when there is a patient on the table the bed becomes stuck and the operator cannot move the patient. There was no report of injury to patient or operator as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Investigation into this issue has determined that the kerk screw (drive screw) is causing the problem of stiffness of the carbon tops. A new fru was released to replace the current assy. New documentation provided a way to install the new parts and check the alignment. A second document was created to detail how to loosen the brass nut of the kerk screw assembly to alleviate the stiffness issue. (B)(4).

Manufacturer narrative:
(B)(4). 30-day (final) MDR (1525965-2013-00349) was mailed on (B)(6) 2013. On (B)(6) 2009, philips received information from a customer site that they are unable to move the patient support manually in the in/out horizontal direction, and that sometimes when there is a patient on it, the patient support becomes stuck. There was no report of injury to patient or operator as a result of this reported event. The reporter further stated that when they removed the lead screw, the in/out horizontal motion was smooth. Upon further evaluation, the fse confirmed that there was no un-commanded motion of the patient support and that the in/out drive screw was replaced to resolve the issue. After the services, there were no further recurrence of the event. The defective parts were not sent back to cleveland for engineering evaluation and no log files/bug reports were provided. CT engineering investigated this issue. Since the defective parts were not available for investigation, a root cause of the event could not be determined by engineering. However, based on the statements and troubleshooting actions of the fse, a probable root cause was determined that the kerk screw (drive screw) is causing the problem of stiffness of the carbon top. CT engineering determined this issue to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury because: the table top may be moved by hand in or out when power is out or by pressing a release switch. Provide safe and effective training, procedures and documentation. Tabletop freely moves in the event of a power failure after a 1 second delay for safe braking of motion. Specify, design, inspect and test to meet iec 60601-1/ ul 60601-1 clause 22, iec 60601-2-32 clause 22, and iec 60601-2-44, clause 22. Patient table system allows patient to be removed when power is lost or by pressing a release switch (tape or foot) or e-stop. Horizontal brake is released when power is removed or e-stop is opened. The in/out drive screw was replaced to resolve the issue. Since the defective parts were not available for investigation, a root cause of the event could not be determined by engineering; however, based on the statements and troubleshooting actions of the fse, a probable root cause was determined that the kerk screw (drive screw) is causing the problem of stiffness of the carbon top.